Event description:
The account alleged that the head of the bed will not go up or down. No pt impact.

Manufacturer narrative:
The tech went out to swap the unit and the account refused. The tech found the head up and down is now working fine.